Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The cause of the problem was a failed fuse (f3). A corrective action has been done about the f3 fuse problem. Subcontractor has made a thorough-going investigation to solve the concerned fuse problem, a upgrade of the fuse has been done from 10 amps to 15 amps. The purpose beyond upgrading the fuse was to eliminate / avoid the cause of this event (the f3 fuse blows. All units will be subject to these corrective action.

Event description:
While connected to patient the compact compressor stopped running. The ventilator and compressor were pulled from the patient and replaced. There was no injury.